Event description:
A customer contacted beckman coulter inc. (Bec) and reported that they noted leakage from the left front corner of the unicel dxc 800 pro synchron clinical system to the floor. When the operator opened the mc (modular chemistry) reagent door, she noted fluid in the lower drip tray and in the ion selective electrode (ise) module drip tray. Approximately 250ml was spilled, of which 100ml leaked on the floor, the rest was contained in the ise module drip tray. The customer was wearing personal protective equipment (ppe), consisting of a lab coat and gloves when they discovered the spill. The customer confirmed that the operator did not contact the spilled material. The spill was cleaned and discarded into chemical waste container per customer's standard operating procedure and local regulations. No injuries were sustained by any laboratory personnel. No erroneous patient results were generated.

Manufacturer narrative:
Bec customer technical support assisted the customer in determining that the ise drain was overflowing, and instructed the customer to enter the hydro maintenance screen and raise the ise drawer. The customer was also instructed to inspect the ise module for missing tubing and evidence of leakage. There was no evidence of eic (electrolyte injection cup) overflow. The customer was instructed to rerun all samples from the time of incident to the last good qc (quality control) run before the incident. Based on the source of the spill, the spilled fluid consisted of electrolyte buffer, electrolyte reference, co2 acid, and patient samples. The technical support reviewed the msds (material safety data sheets) for these fluids. An on-site service visit was set-up. Bec field service engineer (fse) was dispatched to the customer site on (B)(4) 2012. The fse examined the system and determined that the ise waste drain port for line #36 to valve j2 was occluded. The fse evacuated the occlusion, bleached the lines and reconnected all lines. Service activity performed was verified to meet the specified requirements per established procedures. Issue was resolved through a routine service call. Cause of the event was an occlusion of the ise drain assembly. (B)(4).